Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: when the hospital staff switched on the c1, the screen displayed self test failed' and the alarm continued to sound. When he pressed the event button, there was a history of technical event: 233001 and technical event: 233005. No patient involvement.